Manufacturer narrative:
The customer's reported complaint was not confirmed during functional testing. Evaluation of the returned quattro catheter indicated that the catheter performed as per specifications. Functional test of returned catheter was performed. All infusion ports were flushed without any issues. The catheter was connected to a pressurized inflation device; the balloons fully inflated when pressurized up to 100 psi and the balloons did not leak during inflation and deflation. Further investigation, the units (returned quattro catheter and in-house test suk) was connected to an ivtm system and ran on max cooling and max warming for approximately 30 minutes each run; no leaks were observed. A visual inspection of the returned catheter was performed. Blood had accumulated /dried up on the balloons, shaft, lured tubings and infusion ports. The balloons were examined and there were no tears, balloon bond detachment or rupture noted. Note, during manufacturing, all quattro catheters are 100% inspected for leaks. In addition, extension tubing is 100% tested for leaks. Only units that passed are moved to the next process. Historical complaints were reviewed for service information related to the reported complaint and there were no previous history of complaints reported for quattro catheter lot #68874.

Event description:
It was reported that a male patient was hospitalized for post cardiac arrest and required therapeutic hypothermia. The console was set to max mode and the target temperature was unknown. Blankets were performed on the patient prior adjunct or prior to cooling/warming. Quattro catheter was inserted by experienced practitioner. The dwell time of the catheter was 24 hours. After the patient was being turned, a pink tinged fluid was noted in the lured out port. It was believed that there was a leak in the catheter. There were no system alarms noticed during therapy. Multiple attempts were made to contact the reporter to obtain additional information; however, were unsuccessful. No patient consequences were reported. No other information was provided.